Event description:
Hcp reported the devices were removed due to infection. Incision drainage and spinal abcess was reported. The patient was treated with antibiotics and transferred to a spinal treatment center. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.